Event description:
The customer reported that an 840 ventilator had an erratic gui display. There was no pt involvement. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the touch screen pcb. Covidien was not authorized to svc the device.

Manufacturer narrative:
(B)(4).